Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and advanced the device into endoscope working channel ready to puncture, user met resistance while pulling out the needle, and detected the sheath kink after device retraction. User then changed to a new one to complete the biopsy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.